Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17199864l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Evaluation codes field should reflect (since csi support is still working on updating the system with the new codes): (B)(4). Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us), us catalog #: m490007, serial #: (B)(4). Product name: smartablate pump kit (us), us catalog #: m490008, serial #: (B)(4). Product name: smartablate remote kit (us), us catalog #: m490009, serial #: (B)(4). Product name: thermocool® smart touch¿ bi-directional navigation catheter, us catalog #: d132705, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient, underwent an atrial fibrillation procedure with a pentaray nav eco high-density mapping catheter and the catheter got trapped in the mitral mechanical valve. At the time the event was experienced, intubation was required. Also, in fluoroscopy was observed that a leaflet of the mitral valve was not moving. Upon catheter removal, 4 electrodes and 2 pieces of catheter's housing were retained in the valve. Therefore, the debris were removed in the electrophysiology lab with bioptomes; however, 3 electrodes embolized. Thus, additional information was requested to clarify the whereabouts of the 3 remaining electrodes and it was informed that these electrodes are still in the patient's body since they embolized. Also, patient has not presented any complication or consequence. The patient's medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that while mapping the left atrium ridge catheter got sucked into the mitral mechanical valve. There appears to have been deviations from the recommended bwi instructions for use since IFU states that the use of this catheter may not be appropriate for use in patients with prosthetic valves.